Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to software problem. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release.

Event description:
It was reported to vyaire medical that the bellavista1000 us is presenting user interface error. The vent stopped to ventilate while on a patient. Red light alarms were flashing. Furthermore, the customer confirmed that the vent was swapped out and no patient harm associated with this event.

Manufacturer narrative:
H10: the suspect device has not been returned for evaluation. Received logs and confirmed cfb error. Holding off on main board replacement for cfb errors on 6.1 devices and advised to get more information regarding the issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.